Manufacturer narrative:
Received 45pcs 454322/b21013a5 for evaluation. No customer pictures were received. We have no further complaints for the claimed material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimens. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were received, but the evaluation is still ongoing. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states tubes are underfilling. Customer states tubes were test filled prior to being put into use by using water via 2 methods: one with straight needle and the other with syringe/btu. In both cases underfilling occurred.